Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. However, an isi field service engineer (fse) contacted the site and confirmed that after the procedure was converted, the staff followed the isi technical support engineer's (tse) instructions of removing the endoscope, selecting the correct orientation on the endoscope collar, cycling the instrument clutch button and reinstalling the endoscope. According to the customer, the issue was resolved after following the recommended troubleshooting steps. No site visit was conducted and there has been no further issues since. Isi has requested for the endoscope to be returned, but the customer declined to do so. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted incisional hernia tar surgical procedure, the customer claimed that the instruments were moving in the opposite direction than what was expected and as a result, the procedure was converted to open surgery.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar (transversus abdominis release) surgical procedure, the instruments were moving in the opposite direction than what was expected. The procedure was converted to open prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse). The tse noted no related errors in the system logs. Isi followed up with the customer and obtained additional information: the surgeon confirmed that the second endoscope used in the procedure encountered the reported issue. The issue first occurred near the end of the procedure after working normally throughout the case. After the endoscope flipped on its own and the staff was unable to figure out how to flip it back, the procedure was converted to open surgery. There was no tissue damage due to the issue. There were no complications due to converting the procedure to open surgery. The site's materials manager reported that there have been no reports of subsequent motion issues with the endoscope. The reporter declined to return the endoscope to isi for evaluation.